Event description:
The technician alleged the foot brake caster lock mechanism is inoperative. No patient impact.

Manufacturer narrative:
The technician replaced the foot brake caster assembly to resolve the issue.